Event description:
(B)(4). I am fatigued all day long. I have horrible abdominal pain along with back pain. Skin rashes, hair loss. I'm also a breastfeeding mother for the 3rd time and have a reduced milk supply. I was in the hospital at one point on xmas eve for odd yet excruciating stomach pains.